Event description:
Reported condition: customer reported that the screen was lite and fuzzy but otherwise functional. After contacting the customer by phone on event day, they stated that during a treatment a pt had expired on the machine and that staff possibly observed air in the line set. Diagnostic finding: when I arrived I found the machine to be on with a line set attached. The screen was working properly and not in the reported condition. Could not pull any history from the machine. Biomedical staff had a run a simulated run acting as a first responder to the lite screen issue. Powered machine on and off 3 times in an attempt to duplicate the lite screen as reported. Could not duplicate condition. Placed machine into diagnoses screen and tested the scales. Found the effluent, dialysate, and replacement scales to be out of mfg specs. Tested the air detector and found it to work properly. Pressurized the pressure pods and verified their operation against and independent meter. All pods were found within mfg specs. Run pumps in the diagnostic mode and found them to be within mfg spec. Loaded a tubing set and ran a successful simulated run with no alarms.